Event description:
Information received with return of the explanted device notes measured data of 2.68v, >38 kohms, 4ua. When the base rate was programmed from 70 ppm to 45 ppm, the measured rate was 62.5 ppm. The patient was pacemaker dependent.